Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during initiation of treatment, a blood leak occurred. The leak was visually observed and test strips were used at the arterial part of the dialyzer and they tested positive. The machine alarmed. Estimated blood was less than 100cc's. Patient had no adverse effects and had required no medical intervention. Sample is not available. Sample was discarded.